Event description:
It was reported that prior to the start of a da vinci-assisted gastric bypass (roux-en-y)surgical procedure, site called in with c-00 error on the integrated electrosurgical unit (iesu) [erbe]. Site had restarted erbe with no change. Site was bringing in a new vision side cart (vsc) for the case. The procedure was aborted to another dv system with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse replaced the integrated electrosurgical unit (iesu) [erbe]. The system was tested and verified as ready for use. The reported issue was confirmable using logs; c-34 errors logged on 5/19/2026. Unit also had history of c-34 errors between 4/7 and 5/19/2026. M-b1, m-1c errors also logged in logs. During visual inspection, no issues were noted. Fa inspection was unable to replicate the reported event, but did encounter a critical failure mode during testing. Additionally, the unit was tested on system and the lower half of lcd screen was malfunctioning (flickering/color wash/solid colors). The unit deemed unfit for system test. No errors on startup; c-00 errors in erbe logs from 5/19/2026 corroborate with logs. M-1c errors also in erbe logs. The complaint was confirmed based on failure analysis. The probable root cause of the display quality issue can be attributed to a component failure. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.